Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that the product was placed into pt. Facility reported that pt was not tolerating the tube well and the product was removed two hours after placement. User facility reported that they examined the cuff and found it to be asymmetric. The user facility reported that the product was removed and a replacement placed. No adverse effects reported.